Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective pain relief and as a result discontinued using the scs system. The physician plans on performing an MRI to diagnose the patient's spinal issues. Surgical intervention will take place to address the issue.